Manufacturer narrative:
The field service engineer (fse) cleaned the wash carousel and performed a high sensitivity system check, which failed to pass within instrument specifications. The fse performed a major preventative maintenance (pm-a) and replaced all dispense probes. The fse also performed the mixer pulley replacement modification. A high sensitivity system check, system check, and all levels of quality control (qc) were also performed; all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.

Event description:
The customer reported an elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 0.11 ng/ml was obtained and released out of the laboratory. The erroneous result was questioned by the physician, and the sample was reanalyzed on the same instrument. Upon reanalysis, a normal result of 0.01 ng/ml was obtained. The patient was redrawn and also recovered a result of 0.01 ng/ml. There was no report of patient consequence or change in patient treatment associated with this event. The patient sample was collected in a 13x75 lithium heparin gel tube and centrifuged in a stat centrifuge at 5,140 rpm (rotations per minute) for three minutes. The test was analyzed on the primary tubes through the closed tube aliquotter (cta). Quality control (qc) and system check were within specifications. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.